Event description:
The patient lost stimulation about one month prior after having a doppler study done on her neck. Impedance readings were greater than 4,000 ohms on all unipolar pairs and some bipolar pairs. The patient could not feel stimulation evan at 10.5v. Movement and palpation did not prompt any stimulation changes. It was discovered that the lead was fractured; the device was turned off. Surgical intervention was planned.